Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Medwatch report 3002806535-2012-00053 was also sent in regards to this event.